Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe broke off upon puncture. The following information was provided by the initial reporter, translated from japanese to english: this is a report about cannula breaking off during use. According to the customer's report, the needle broke off upon puncture.

Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe broke off upon puncture. The following information was provided by the initial reporter, translated from japanese to english: this is a report about cannula breaking off during use. According to the customer's report, the needle broke off upon puncture.